Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Maintenance review of zone temperatures indicates all temperatures were within specifications on (B)(4) 2012. System check, performed on (B)(4) 2012, failed the washed portion. The washed portion was repeated the same day with passing results. No instrument flags were noted. Service assays were performed on (B)(4) 2012 and passed within specification. A definitive cause of the event is unknown. All related medwatch reports associated with this event: 2122870-2012-01950, 2122870-2012-01951, 2122870-2012-01952, 2122870-2012-01953, 2122870-2012-01954, 2122870-2012-01955, 2122870-2012-01956, 2122870-2012-01957.

Event description:
The affiliate reported the customer alleged imprecision of total thyroxine (tt4) results, on separate days, involving the unicel dxi 800 access immunoassay system. The initial results were significantly lower than the reanalyzed values. Patient results were not impacted as the physician reruns tests and make an exact diagnosis. There was no patient consequence associated with this event. This is report six of eight.